Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that the customer had cleaned up the spill prior to the on-site visit. The fse removed and cleared the probe wash collar and performed wash collar alignment. The fse ran test samples observing good probe wash operation, and performed sample aspiration module (sam) alignment, resolving the event. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a bloody fluid leak of unspecified volume below the probe on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument, and was observed after the customer removed a patient sample, which had gotten stuck during processing. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.